Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event. Treatment for the peritonitis was not reported. Three weeks after hospital admission, the patient experienced sepsis and subsequently passed away. Treatment for the sepsis was not reported. The cause of death was reported as sepsis. It was not reported if an autopsy was performed. At the time of death, the outcome of the peritonitis event was not reported. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available.